Event description:
It was reported that the patient presented for a routine generator change procedure. During the procedure, the patient requested pocket revision due to the interaction of the shoulder with the pulse generator. The device was replaced successfully. Additional information was requested, but not received.

Manufacturer narrative:
The reported event of elective replacement indicator(eri) was confirmed. As received. As received, a device was returned for analysis. Electrical test and longevity assessment did not identify any anomalies.